Event description:
On (B)(6) 2020, this patient underwent an endovascular treatment of a subacute type b aortic dissection using a gore® tag® conformable thoracic stent graft. This patient also underwent a common carotid artery-subclavian artery bypass, and embolization of left subclavian artery. The gore® tag® conformable thoracic stent graft was deployed at the position where the device strut tips slightly covered the left common carotid artery. The physicians suspected cause of the obstruction was that it was planned to position the sleeve against the inner curve of the aorta, however, it was unintentionally located at the outer curve and covered the left common carotid artery. After that, left upper limb systolic blood pressure dropped from 120 to about 80. As a treatment, a vascular stent (non-gore) was implanted in the left common carotid artery. It was confirmed that left upper limb systolic blood pressure had recovered. No endoleak was detected. The type b aortic dissection was successfully treated. The patient tolerated the procedure.